Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that a patient experienced a cardiac tamponade. During a pulsed field ablation (pfa) procedure a farawave was selected for use. During the procedure, imaging was performed again as it was initially taken in a different branch. During imaging, a tamponade was observed, and a drainage was performed. The procedure was cancelled due to this event. The patient was successfully discharged 2 days after the procedure. The device is not expected to return.